Event description:
It was reported that at the user facility the core console with integral irrigation pump caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No further information was provided by the user facility.

Manufacturer narrative:
It was determined during the device evaluation that the cause of the failure was due to an electronic failure of pcb 050. The device was repaired and returned to the user facility.

Event description:
It was reported that at the user facility the core console with integral irrigation pump caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No further information was provided by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.